Manufacturer narrative:
H.6. Investigation: the lot # is unknown, but a chc was run for the reported potential lots: a complaint history check was performed and no previous complaints were reported with the defect/condition of separation other component with lot #20076472 or 20105579 regarding item #mz9266. One used extension set, model mz9266, was received by the customer for investigation. Upon visual inspection, it could be observed that one of the set's bottom maxzero needleless connector was disconnected from the tubing. No other defects were observed. The customer's complaint thatthe plastic tubing had broke off right above the adapter was verified. The lot # is unknown, but a DHR was run for the reported potential lots: a device history record review for model mz9266 lot number 20076472 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz9266 lot number 20105579 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. The tubing was sent to the manufacturing site to confirm the root cause and it was determined that this was an isolated event.

Event description:
It was reported that the microbore tri-fuse extension set, 3 IV c tubing broke off above the male adapter during the fluid/antibiotic infusion. The following information was provided by the initial reporter: "pt's dad came out from room saying his "IV broke". Pt had tri-fuse tubing attached to a mediport with IV fluids and antibiotics infusing at the time of the event. Upon entering the room, the plastic tubing had broke off right above the male adapter. The fluids and antibiotics were stopped, about 1/2 of the antibiotic had completed."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the microbore tri-fuse extension set, 3 IV c tubing broke off above the male adapter during the fluid/antibiotic infusion. The following information was provided by the initial reporter: "pt's dad came out from room saying his "IV broke". Pt had tri-fuse tubing attached to a mediport with IV fluids and antibiotics infusing at the time of the event. Upon entering the room, the plastic tubing had broke off right above the male adapter. The fluids and antibiotics were stopped, about 1/2 of the antibiotic had completed."